Event description:
The customer reported that the handle could no longer be used to open the device jaws. Info was not made available by the customer as to whether or not the device was applied to tissue when this occurred. There was no pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Additional questions is in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.